Event description:
The account alleged the audio alarm on the bed exit is very low and cannot be heard next to the bed. No patient impact.

Manufacturer narrative:
The account replaced the scale power control board to resolve the issue.